Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe cramping / severe and persistent abdominal pain/ persistent pain"), genital haemorrhage ("heavy bleeding") and pelvic pain ("severe and persistent pelvic pain") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal, multigravida and parity 2. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and mental disorder ("caused or aggravated her psychiatric or psychological condition"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage and pelvic pain had resolved and the mental disorder outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Essure confirmation test was done in (B)(6) 2009. Most recent follow-up information incorporated above includes on (B)(6) 2017: pfs received. Medical history added. Events: severe cramping, heavy bleeding, severe and persistent pelvic/abdominal pain added. Case upgraded to incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.